Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, lot: unknown, product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-34, the patient presented with a heavily hostile calcified bicuspid valve. Pre-dilation with a 24 millimeter (mm) balloon was attempted but was not effective, as the balloon kept popping up. The valve was inspected with no misload observed. The valve was deployed and appeared slightly constrained in the right anterior oblique (rao) view. The initial implant was positioned high and required recapturing. After recaptured and deployed again, an infold was observed. The system was removed, and another pre-dilation was performed with a 26 mm balloon. The second valve was deployed without any issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was a procedural delay due to the need to remove the system and perform another pre dilation.